Event description:
It was further reported that the rv lead had insulation damage.

Manufacturer narrative:
Product event summary:the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that lead trend data was cleared on (B)(4) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing which led to under pacing. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 implantable pacing lead 1998 (B)(6); (B)(4) implantable pulse generator (ipg) 2008 (B)(6). (B)(4)